Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after one year of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming reports associated with this product. A review of the product complaint report history shows this is the fourth complaint for this part number: one due to dislocation, one due to pain, one for poor fixation, and one due to a label error. This is the first complaint for this lot number. The root cause for the dislocation was determined to be due to the patient falling. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - this is the patient's second revision. The patient fell and suffered a dislocation. The surgeon elected to implant a new reverse shoulder prosthesis glenoid head, shell, and insert.